Manufacturer narrative:
The device came in with the complaint that it was not alarming when the tubing was pulled out during preventative maintenance (pm). However, as soon as the device was powered on it started alarming because the arm on the micro switch was broken off. It was unknown what caused it to become broken. Once the micro switch was replaced the device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device is not alarming when the tubing was pulled out. The product fault occurred during preventive maintenance. There was no issue related to physical damage/abuse. The unit was not dropped at all. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.